Event description:
The patient was in the or suite undergoing a robot assisted laparoscopic radical prostatectomy. The large needle driver broke during the procedure and a small piece of the tip was left in the patient per the surgeon. It was felt that it would do more harm to retrieve it.